Event description:
A customer reported receiving an error 6 message on her precision xtra/optium blood glucose meter and not being able to perform glucose test. She reported feeling extreme leg cramps, having frequent urination, diarrhea and going to a healthcare facility where she was reportedly diagnosed with severe hypoglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. The customer was attempting to use expired test strips and this resulted in an error 6 message. Product was functioning as designed.